Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they have been having trouble with their stimulator. Patient stated the therapy does not seem to work and the last time they got it 'tweaked', they were told there was nothing else they could do. Patient reported they can't walk anywhere without their back hurting. Patient mentioned they are now taking therapy and have been doing it for 2 weeks and so far it hasn't helped that much. Patient stated since they got it put in they were trying to tell the doctor they did not think the lead was in the right place. Patient then stated the doctor they went to said they would do it different and it would help them at least 50% but it has not helped more than 5%. Patient denied any issues with charging the implant or with external equipment. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings and sent email to reps for further assistance.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they saw the patient (pt) on october 24th for a reprogramming. They could not determine if a lead had moved and a doctor would have to determine that by viewing a x-ray. Rep noted pt will have to schedule an appointment with their hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# unknown, implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.